Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer checked the unit and found a loose medication card cable in the tower, secured the cable, then tested the station to confirm proper functionality. The customer completed inventory and confirmed satisfaction with the results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, one of the tower drawers had failed. Multiple attempts were made to recover the failed tower door, and the system indicated that maintenance was required. The customer attempted to recover the failed door; however, issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.